Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify similar incidents reported from this lot. All available information was investigated, the reported partial clip movement (migration) appears to be due to challenging patient anatomy/morphology. Additionally, the reported patient effect of recurrent mitral regurgitation (mr) appears to be due to reported partial clip movement (migration). The reported patient effect of recurrent mr is listed in the mitraclip system instructions for use as a known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event: estimated. Exemption number e2019001-. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip movement. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat grade 4 degenerative mitral regurgitation (mr), reducing mr to grade 2. During a six month follow up, in the month of (B)(6) 2019; echocardiogram was performed. Clip movement was noted on the posterior leaflet and mr increased to grade 4. On (B)(6) 2019, a second mitraclip procedure was performed. Two clips were implanted stabilizing the implanted clip. Mr was reduced to 2. No additional information was provided.